Manufacturer narrative:
This report is filed on january 04, 2017.

Event description:
Per the clinic, the patient experienced skin flap necrosis which was found to be infected; subsequently, the patient was treated with topical antibiotics, (B)(6) 2017 (specific date not reported). Explant and re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018 and the patient was reimplanted with another cochlear device during the same surgery. This report is filed on may 28, 2018. (B)(4).